Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station cubie lid was not opening. A technical support specialist (tss) relaunched the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid was unable to open to issue hydroco/apap tab 7.5-325. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.